Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Analysis identified foreign material in the pump. Additional detailed analysis of the foreign material is ongoing. The returned device passed all other testing in the laboratory. Fdm/annex b updated to b01. Fdr/annex c updated to c07. Fdc/annex d updated to d16. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6: annex d updated to d03. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: detailed analysis of the foreign material was performed. Optical examination of the foreign material revealed it to be a semi-tr ansparent/white fiber-like material. Fourier-transform infrared - attenuated total reflectance spectroscopy of the foreign material indicated peaks consistent with a polypropylene reference. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving lioresal (baclofen) (2 mg/ml at 400 mg/24h) via an implantable pump for unknown indications for use. It was reported that the pump was replaced due to suspected pump dysfunction. It was related that already in (B)(6) 2018/just months after implant there was suspicion of the pump not working as the patient did not get the expected effect. The patient experienced symptoms of "undermedication" with increased spasticity and reduced effect of therapy. It was noted that during this time the dose had been increased (dose was tripled) with no clinical therapeutic effect and the patient had also been on oral drugs (sirdalud 4 mgx2) due to suspicion of pump dysfunction. It was further detailed per a statement from the neurosurgeon that the dose had been increased to 3 times without any clinical effect. They had tested the pump by sticking in the access port and got no exchange of liquors at all. The examination was done under x-ray and there was no doubt at all that they were in the right place. During surgery however, the catheter was stuck in the pump and there was a good flow of liquor in the catheter. When they injected liquid into the access port after the pump was removed, liquid leaked from the expected location which led them to believe there was a pump issue and nothing wrong with the catheter. It was indicated there were no known environmental/external/patient factors that may have led or contributed to the issue. At the time of the report the issue was resolved and the patient status was alive without injury. The pump would be returned to the manufacturer for analysis. The patient's medical history included dystonia.